Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, the cause for the reported slda cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted leaflet for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. Post deployment, first mitraclip had single leaflet device attachment(slda) from the posterior leaflet. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.